Manufacturer narrative:
This is a duplicate of (B)(4) with MDR# 3030677-2016-02888. Device investigation is pending the return of the deivce.

Event description:
It has been reported that the device is not functioning properly.